Event description:
The following is based on a review of the pt's med records: in 1983 pt underwent inplant of alleged davol flat mesh for sui. From (B)(6) 1991 to (B)(6) 2014 pt was diagnosed with multiple issues and underwent multiple procedures including the dates provided. On (B)(6) 1998 the pt underwent a multipart procedure with removal of mesh and vaginal suture. On (B)(6) 2002 pt underwent transurethral resection of bladder tumor, bladder stone and removal of mesh. On (B)(6) 2005, pt underwent resection of bladder lesion, anterior repair with partial removal of mesh from anterior vaginal wall. On (B)(6) 2006 pt was diagnosed with vaginal erosion and underwent cystoscopy, resection of bladder lesion, anterior repair with anterior vaginal reconstruction. On (B)(6) 2009 pt underwent a multipart procedure with partial removal of infected vaginal mesh. On (B)(6) 2011, pt underwent laser lithotripsy and partial removal of eroded mesh. On (B)(6) 2014 pt underwent a multipart procedure including excision of mesh due to alleged erosion. ,

Manufacturer narrative:
Based on the med records provided the pt underwent multiple vaginal, surgical procedures throughout several years with numerous partial explants of "mesh." Although there is no product identifier provided, it appears only one mesh was implanted in 1983. The med records indicate the pt was treated for mesh extrusion, adhesions, and infection. Extrusion, adhesions, and infection are known as possible adverse reactions in the instructions for use. With regards to infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Without a lot number a review of the mfg records could not be conducted. No conclusions can be made at this time as to the extent of these complications being caused by the bard/davol mesh. If additional event and/or eval info is obtained, a follow up MDR will be submitted. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.